Event description:
It was reported that customer experienced a minimum fill notification while attempting to load a cartridge, which led to inability to deliver insulin and resulted in blood glucose reading displaying high, although specific value was unknown. Customer attempted to reload same cartridge and then contacted support, and technical support instructed customer to remove pump from case, clean pneumatic area, and ultimately guided customer through properly filling and loading new cartridge, after which issue was resolved and customer resumed insulin delivery.